Event description:
It was reported that prior to perfusion beginning the customer noted smoke and a burning odor coming from the lower compartment of the heater cooler unit. The unit was immediately removed from the operating room. The hospital biomed opened the unit and saw that the ntc thermister in the compressor circuit on the power supply board was scorched. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. Maquet svc engineers performed an initial analysis on site. They confirmed thermistor overheating and scorching. No visible indication of fire at the power supply was noted. Maquet requested return of the unit for investigation. A supplemental medwatch will be submitted when the investigation is complete.

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device (B)(4). On (B)(6) 2013 maquet representatives visited the customer site and concluded after investigation that the thermistor r56 on the power supply board was scorched and found visible signs of adjacent components as well as the board being scorched. On (B)(6) 2013 life cycle engineering issued report (B)(4) after evaluating the returned hcu 30 which indicated that the cause of the issue was a burnt/overheated r56 in the compressor circuit on the power supply board. The root cause of the issue was that the r56 was dimensioned incorrectly. Reference: complaint (B)(4).

Event description:
It was reported that prior to perfusion beginning the customer noted smoke and a burning odor coming from the lower compartment of the heater cooler unit. The unit was immediately removed from the operating room. The hospital biomed opened the unit and saw that the ntc thermistor in the compressor circuit on the power supply board was scorched. Reference: complaint (B)(4).